Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd fluid. The cause of the events were unknown. The same day as the event onset, the patient was hospitalized due to abdominal pain and cloudy pd fluid. A day after the event onset, the patient was treated with vancomycin injection (1gm, every 5th day, intraperitoneal, ongoing) and ceftazidime injection (1gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that treatment with vancomycin injection was discontinued after 21 days; however, treatment with ceftazidime remains ongoing. On an unknown date, the patient was treated with amikacin injection (200mg, intraperitoneal, once daily, for two weeks, ongoing) for the event. At the time of this report, the patient was discharged from the hospital and recovered from the events (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.